Manufacturer narrative:
Weight and ethnicity: unknown/asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's operative eye. Through follow-up, it was learned that the lens was removed immediately after implant as the capsule tore and the surgeon had to perform a vitrectomy. It was reported that nothing was wrong with the lens. Additional clarification was provided that the capsule tore after the iol was fully inserted, so the iol was immediately removed during the same procedure. The iol was discarded. It was not known if the capsule tear was attributed to patient anatomy issue. A competitor's 3-piece lens was implanted as a replacement and surgery was completed successfully. No further information available.